Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting on the homechoice machine, it was reported that the home patient (hp) had a system error (se) 2240 (air in line/set). The alarm occurred during an unknown step of peritoneal dialysis (pd) therapy, while the hp was connected. The hp stated that there appeared to be a loose connection. The technical service representative (tsr) reviewed proper procedures with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.